Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra], product ID: [mc2avr1-delsys], (serial: (B)(6)). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during leadless implantable pulse generator (ipg) implant the threshold was poor due to amyloidosis. It was deployed multiple times, then the catheter was removed repeatedly. A thrombus was removed from the catheter and a flush was performed frequently. The leadless ipg had a lot of hematomas. The tether was cut and collected while pulling the tether, but the tether could not move midway and could not be collected; so leadless ipg was collected. The leadless ipg was not used and replaced. No patient complications have been reported as a result of this event.